Event description:
It was reported that the patient experienced post-surgery inflation issues with an inflatable penile prosthesis (ipp). A second surgical procedure was performed in which the existing pump was removed and replaced. During the intervention it was observed that the pump was disconnected within the patient due to an improper connection technique of the tubing from the pump to the cylinders. The disconnection caused complete fluid loss in the device. There were no patient complications related to the device.